Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. The customer reported that there is fluid in the reservoir compartment. The customer was advised to disconnect from the pump and dry reservoir compartment with a lint free cloth or sterile gauze. Customer stated that there is leak from the reservoir and the o-ring inside lip of reservoir compartment is not missing. Customer was able to change infusion set and send samples and replace. The customer was advised to monitor the pump.